Event description:
It was reported the patient presented for a device exchange. During the procedure, it was discovered the atrial lead had an abrasion. The atrial lead was explanted and replaced. The patient was in stable condition.